Manufacturer narrative:
The user experienced a capsule tear after iol implantation. Vitrectomy was not performed. The patient is doing fine with no follow up needed. The device that was returned was not the device used in surgery, but was part of the same lot. Upon inspection of the returned device there appears to be nothing out of specification. User stated that there was no device malfunction that contributed to the adverse event, the surgeon said it is a technique issue with the new product.

Event description:
Upon implantation of an iol the surgeon noticed a capsular tear. A vitrectomy was not required. Surgery was completed.